Manufacturer narrative:
PMA/510(k) #k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User error: stent placed without fluoroscopic monitoring 3.7% .(5)

Event description:
Supplemental report is being submitted as a cancellation report to the completion of the investigation. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.

Manufacturer narrative:
Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation ¿ n/a document review prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0040) states the following: ¿the stent deployment must be performed under fluoroscopic control¿. There is evidence to suggest the user did not follow the IFU. There is evidence to suggest that the customer did not follow the label. Image review an image was not returned for evaluation. Root cause review a definitive root cause of the user not reading or following the instructions can be concluded. The IFU states that stent deployment must be performed under fluoroscopic control however from the information provided, it is known that the stent was placed without fluoroscopic monitoring. Summary the complaint is confirmed based on customer testimony. The complaint was raised from the attached post-market clinical study ¿zilver 635 biliary self-expanding metal stent & stent sets¿. According to the initial reporter, the stent was placed without fluoroscopic monitoring in 05 cases. No adverse effects were reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. PMA/510(k) # (B)(4).